Event description:
It was reported that the ilet pump¿s touchscreen and back housing separated during a supply change, resulting in a cracked screen on the touchscreen component; the device continued to function and the user kept it together with a rubber band, with no alerts or alarms and the device synchronized prior to shutdown. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related fracture associated with the touchscreen assembly. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.

Manufacturer narrative:
Investigation description. The device was returned with the display assembly separated from the housing. Inspection of interior components revealed fluid ingress evidence on the captouch foam and lcd disoloration due to the fluid ingress. The device will need to be scrapped.